Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer was performing correlations between ortho tube method and bio-rad gel method. Customer had a patient that was suspected is a low b antibody titer. This patient is (B)(6) female with history of carcinoma. On tube method the patient front typed as a and back typed as b cells 1+. The back typing with the gel method was negative. The technician testing the patient sample adjusted the tube and the gel method, adding extra plasma, stronger reactions were seen. The patient sample is very weak in tube for b cell. After 30 minute room temperature incubation, the reaction is a solid 1+, after 15 minute incubation at 37°c the reaction is a strong 2+. The same sample is always negative for b cell reactivity in immediate spin, room temperature incubation and 37°c 10 minute incubation are all negative. In summary the customer has tested 22 samples (with different ih cards and in addition with ih-cell a1,b lot 8911011), only the one patient sample has not matched. The date of event is unknown. Customer provided the current lot ih-cells a1&b, lot.: 8911011 ( lot 8907011 was already expired as the complaint was reported), ih-card abo/d(dvi-) +rev.a1b and the patient plasma that caused false negative results. The patient sample was tested 4 times in gel method, using combination of ih-card retention materials and ih-cards received from the customer. The customers ih-cell a1, b lot 8911011 and ih-card were tested with a known group a donor, this donor was also tested with ih cells a1, b lot 8907011. Results: the patient sample provided by the customer gave negative results in gel technique. The patient sample provided by the customer gave weak results (1+) in tube method. The known group a donor sample gave the expected positive result with ih-cell b lot 8911011 (cells received from customer) and lot 8907011 (itse-cpch cells) by using ih-card abo/d(dvi-)+rev a1b, lot 8816050 (cards received from customer). Conclusions: the ih-card abo/d(dvi-)+rev a1b, lot 8816050 gave the expected positive result with b cells of lot 8907011 and 8911011 when tested with a known group a patients. The patient sample provided contains low titre b antibodies that are detectable weakly by tube technique but not in gel method. This is a known limitation as described in the ih cell a1, b IFU: decreased abo antibody reactivity may be seen with low titer isoagglutinin antibodies may be caused by disease states, the elderly or infants resulting in false negative reactions. The patient is confirmed elderly and has known pathologies. This complaint is confirmed, as the results presented by the customer have been reproduced in the itse-cpch laboratory, however the ih cell a1, b lot 8907011 give the expected positive results when testing a known group a healthy donor. So the product is suitable for its intended use. Summary: testing by the quality control (itse-cpch) laboratory confirmed the allegedly defective lot 8907011 of ih-cell a1&b functions correctly. The complaint is based on the patient sample of the unhealthy donor. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot.